Manufacturer narrative:
Sections with additional information as of 14-aug-2020: h10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-61: improper use / mishandled by end user. Note: manufacturer contacted customer in a follow-up call to ensure the customer's products resolved the initial concern - able to establish contact with customer and stated the products are working as designed.

Event description:
Consumer reported complaint for e-3 error. Daughter is calling on behalf of the customer. The product is stored according to specification in the dining room. Daughter stated that the customer had left the test strip vial open for an extended period of time. Customer had another vial of test strips that had been stored and handled correctly, lot number mx4279s, manufacturer's expiration date of 12/13/2021 and opened day of call, (B)(6) 2020. During the call, a blood test was performed by the customer fasting and produced test result of 436 mg/dl using truemetrix meter. Daughter stated she would administer the customer with novolog. After troubleshooting, the customer is satisfied the product is working as intended and declines a replacement. At the time of the call, the customer felt well and did not report any symptoms. Customer stated previous medical attention was provided due to results. Customer was hospitalized due high blood sugar and kidney problems on (B)(6) 2020 and discharged on (B)(6) 2020. Customer's blood glucose test result when admitted had been 578 mg/dl and when discharged had been 145 mg/dl. Daughter refused to provide anymore information regarding mothers hospitalization, including date when customer had been admitted.